Manufacturer narrative:
Investigation is in progress. A follow- up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed from the patient's left eye due to a broken haptic noted upon insertion. The incision was enlarged to remove the iol but no sutures were required. Reportedly, capsular damage with a loss of vitreous occured during the surgery and a vitrectomy was performed. Another iol was not implanted due to corneal edema experienced by the patient. Patient's prognosis is yet to be determined.

Manufacturer narrative:
Evaluation of the returned lens found that it was broken into two pieces. The lens optic was cut or torn in half. One haptic was attached to one piece of the optic. The other haptic was torn off and missing. The optic was torn in two different locations. Functional testing could not be performed due to the damage. The delivery device was not returned. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, a root cause could not be conclusively determined.